Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), the tether broke during the retrieval step. The full length of tether was retrieved. The ipg was successfully implanted. No patient complications have been reported as a result of this event.